Event description:
The customer reported that when a new patient was admitted the patient monitor displayed a "?" For heart rate and the pvc count. The user tried changing the lead placement and ECG cables with no success, the waveform was present. The user was not able to get any arrhythia alarms including heart rate. The system kept displaying "learning ECG". There was no patient incident.